Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient has been "in and out" of the hospital due to abdominal pain, nausea, and vomiting. There is no confirmed diagnosis; however the patient was being treated for peritonitis per protocol. No dates or other information has been made available. Medical records have been solicited.

Manufacturer narrative:
Additional information: an external, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. The internal, visual inspection of the received cycler found no discrepancies. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There was no documentation in the medical records that indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s nausea, vomiting, or possible small bowel obstruction/ileus. This patient has multiple, complex and chronic medical conditions that are related to auto-immune and other immune reactions and had several admissions (previously reported MFR#s 2937457-2016-00810, 2937457-2016-00811, 2937457-2016-00812, 293457-2016-00813) and not related to peritoneal dialysis with fresenius products. The nausea, vomiting and possible small bowel obstruction/ileus are possibly related to the peritoneal dialysis.

Event description:
During follow up on a patient call, it was reported that the patient had been hospitalized due to nausea, vomiting, and abdominal pain. The peritoneal dialysis (pd) nurse stated that the patient symptoms were not believed to be related to the peritoneal dialysis or fresenius products, but rather due to possible intestinal blockage. The pd nurse also stated that the patient symptoms have been ongoing since the beginning of the year, with no peritonitis found; all cultures were negative. Review of the medical records indicated that the patient presented to the hospital on (B)(6) 2016 with complaints of nausea, vomiting, and possible small bowel obstruction. Upon hospital admission, it was noted that the patient had not had a bowel movement for the past three days. The patient has a known complex and chronic medical history, with multiple hospital admissions due to these symptoms. The patient presented with known mild chronic pancytopenia (likely multifactorial). Active patient problems found upon hospital admission included bradycardia (pulse 48), hypokalemia, and pancytopenia and a skin rash. The patient¿s home prescription of prednisone was recently increased from 5mg daily to 20mg daily, and after admission was tapering doses.at discharge, the patient¿s nausea, vomiting, abdominal pain, and ileus were resolved. Peritoneal dialysis was to be continued, as exchanges were clear with no issues, and the patient continued treatment of vancomycin, with a follow up done on all cultures. There was a planned workup for pancytopenia, with results showing that blood counts overall were stable, with an improvement of neutrophil count. Intravenous steroids continued to be administered for lupus, a cardiology consultation happened for the bradycardia, and the patient received k-rider and potassium treatment (k-dur), to be continued post hospital discharge. The patient was provided hydroxyzine as needed for the skin rash (in addition to the steroids), and will consult with dermatology following discharge. The patient is to continue rocaltrol for renal osteodystrophy. The parathyroid hormone level was 313 in (B)(6) and the patient was to avoid sensipar due to hypocalcemia. There was consideration of a bone marrow biopsy.it was later reported that the patient experienced a syncopal episode and low blood pressure following discharge and continued to have bradycardia. The follow up plan included echocardiogram, possible holter monitor in the office and possible referral to an electrophysiologist with avoidance of rate lowering medications.